Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/23/2018 with the following findings: the keypad was found to be detached, exposing all of the button contacts. During testing, all of the keypad buttons were found to be unresponsive to button presses. The keypad cover was removed and no contamination was found on the button contacts. The pump cover was removed and no damage was observed to the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.